Event description:
A voluntary MDR/medwatch report was received on 05/12/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information obtained via the maude database on or around (B)(6) 2024, the patient experienced diabetic ketoacidosis (dka) and was hospitalized for approximately one week, reportedly due to inaccurate cgm readings and device failure. The patient also experienced significant anxiety in relation to the event. Due diligence efforts were not conducted, as the reporter could not be identified and no contact information was available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5187534. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). 3004753838-2026-160036 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A correction was entered on (B)(6) 2026. Technical support clarified that the event was already documented under (B)(4); therefore, this submission was identified as a duplicate. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.